Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer experienced a blood glucose (bg) level of around 400-500 mg/dl. Customer addressed the bg with a bolus via the pump. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.